Manufacturer narrative:
On 8/20/2015: follow up: customer reported changing supplies and blood glucose levels normalized with no ketones present. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with elevated blood glucose level (300 mg/dl). Customer delivered two correction boluses; however, bg level did not improve. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to change the infusion site.